Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported service indicator and event code was due to an electrically leaky capacitor, designator c160.

Event description:
The customer contacted physio-control to report that during a recent patient event, their device locked-up and had a service indicator present. The customer advised that they were able to power the device off and then back on again but the service indicator remained present. The patient was being transported by ambulance to a local emergency room. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Once back at their station, the customer was able to go into the device's memory where they observed an event code which indicates that the AED function of the device may be inoperable and, as a result, the unit may not be able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported device lock-up condition. Physio did verify the reported service indicator and event code. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.